Event description:
Per the clinic, the patient developed a skin infection at the incision site. Additional information has been requested but has not been made available as of the date of this report.